Event description:
Info received on 8/15/96 indicates the pt states as a result of his ipp surgeries of 1991 & 1993 he suffered infection, device leakage, mechanical malfunctions, pain, disfigurement, connector leakage and separation, loss of length and burning sensations upon ejaculation. A revision surgery has not been determined at this time.